Event description:
It was reported to philips that the unit was receiving error messages consistent with post primary audible failure and motor speaker failure. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer tested the speakers and could not confirm the issue. The in-house v60-certified technician performed power management board replacement and performance verification testing and ran the unit for 48 hours. The issue could not be duplicated.

Manufacturer narrative:
The remote service engineer was not able to verify ownership of the unit with the customer so no remote support was provided. It is unknown what the outcome of the service event was, and no further information was provided by the customer. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.